Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was due to a faulty door hinge on the customer¿s refrigerator. The customer planned to contact the hospital¿s biomedical team for resolution. There were no issues found with this device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single door refrigerator was broken and fell off and indicating physical damage, which located on (B)(6). There were no adverse events or injuries reported based on this event.